Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, customer follow-up and correction to g2. Correction: g2 inadvertently missed checking "health professional" on the initial medwatch. Follow-up with the customer regarding their cleaning, disinfection, and sterilization instructions found the customer is trained per olympus training/instructions for use (IFU) and performs pre-clean steps without any delay. However, there is a possibility that sufficient brushing could not be performed. And, the device was not correctly reprocessed at the time of sending to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It is likely the foreign material remained because reprocessing was deviated from the IFU. The suggested event can be detected and prevented by handling the device in accordance with the IFU: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of low angulation, discoloration and wrinkles on the connecting tube and no air/water coming from the nozzle were confirmed. In addition, as stated in section b5, device evaluation found that the nozzle had yellowish/brown unknown foreign material and both the connecting tube and bending section cover were dirty with clotting protein attributed in insufficient cleaning. Additional evaluation findings were as follows: the suction volume did not meet the standard value due to the suction cylinder being shaved, the indication markers on the connecting tube were unclear, the coating and white lines at the insertion tube were coming off and the markings were unclear as well as discoloration/whitishness/corrosion or chemical damage, the connection tube had discoloration and wrinkles, due to deformation of the bending tube the bending angle in the up direction and the play of up/down knob was out of the standard value, due to wear of the angle wire, the bending angle in the down, left and right directions did not meet the standard value, the image guide protector had a cut, the indication markers on switch 4 were unclear, the plastic distal end cover had a dent, and the following parts had scratches: light guide lens, grip, universal cord and scope connector cover. Additional information obtained identifies the product was reprocessed at the customer site before it was returned to olympus. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Customer reported low angulation, discoloration and wrinkles on connecting tube, no air/water coming from the nozzle. The reported issue was found during reprocessing. There was no patient harm, no user injury reported. Device evaluation found foreign material in the device nozzle. Foreign material was described to be yellowish /brown in color. The scope a-rubber (bending tube) and connecting tube noted to be dirty. This report is being submitted due to the finding of foreign material in the device nozzle, dirty a-rubber and connecting tube (insufficient cleaning, handling problems) identified during device evaluation.